Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found eyepiece cover glass was chipped, and there was internal lens damage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "ir", 5.4 mm, 30° had lens damage. The device was returned for evaluation. The device evaluation found the eyepiece cover glass was chipped. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure mode could be attributed to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.